Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was 421 mg/dl; however, the customer's blood glucose level was elevated before the alarm occurred.